Manufacturer narrative:
This MDR is a result of retrospective review of complaints. The user received a sensor replacement alert on 31 october 2023, day 142 after insertion. An RMA was authorized for the sensor for further investigation. Review of the data in dms revealed a loss of chemical performance which caused a decline in the signal modulation throughout the insertion period. The user returned the transmitter as well and the investigation revealed the circuit board had solder defects under the chip, but the chip was not soldered at all. Solder defects can potentially explain the false assertion of the sensor replacement alert. As part of resolution, the RMA was authorized for sensor replacement. B4. Date of this report updated to 22 february 2024. D9. Device available for evaluation? Yes, 01 december 2023. G3. Date received by manufacturer updated to 26 january 2024. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4307.

Event description:
On (B)(6) 2023, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
This MDR is a result of retrospective review of complaints. The manufacturer is currently performing an investigation and will provide the results with the supplemental report.